Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.045. Lot: 1620767. Manufacturing site: hägendorf. Release to warehouse date: january 19, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection the insertion handle was returned with hammer marks around both apertures (top and bottom) of the 120-degree locking screw hole. The hammer marks on the bottom aperture were severe enough to deform material into the aperture. Hammer marks were also noted to top surface of the device, however, they would not likely contribute to a functional issue. No other damage or defect was noted to the device. Functional test functional testing and replication of the event conditions could not be performed at customer quality (cq) since mating devices were not returned. However, during dimensional inspection, an appropriately sized gauge pin meeting the minimum dimensional specification for the feature would not pass through the hole. The complaint was able to be replicated with the returned devices. Dimensional inspection feature: inner diameter, 120-degree locking screw hole result: non-conforming drawing/specification review (manufactured-to and current) no design issues or discrepancies were found during this investigation. Conclusion the complaint was confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. It was determined that mishandling/misuse of the device caused the deformation and subsequent functional issue, as the insertion handle surfaces were not intended and designed to encounter direct hammer strikes. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lateral entry of a femoral nail procedure on an unknown date, an unknown 12mm protection sleeve would not slide through the oblique hole of the percutaneous insertion handle. Thus, the surgeon had to use an unknown mallet in order to advance it in. The procedure was successfully completed with minimal surgical delay. Patient status was unknown. Concomitant device reported: unknown protection sleeve (part #: unknown, lot #: unknown, quantity 1). This report is for one (1) standard insertion handle. This is report 1 of 1 for (B)(4).